Event description:
Patient at hospital with hip problems. Investigation shows that accolade taper are eroded and head elongated. Surgeon plan to perform a stem/head/insert revision at a later date.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.